Manufacturer narrative:
The unit was received with currents in specifications. The unit was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. No moisture damage was found on the electronic assembly. The unit had a minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer's wife called to report that she dropped the customer's device in water and now he could not read the display due to fluid underneath the display. The customer's blood glucose level was 300 mg/dl. The caller requested to return the device for analysis. The customer ordered a replacement device.